Manufacturer narrative:
Block a: updated to include patient information. Block e: updated physician name from dr. (B)(6) to dr. (B)(6) . Block d10: updated to include brand name and size of a concomitant device.

Event description:
It was reported that during a coronary procedure, the manufacturer's wire's tip appeared to be longer under angiography. A sharp edge was observed when removed from the patient. A second device was used to complete the procedure. No patient injury was reported. The returned device was visually and microscopically inspected. The distal coil was stretched and core wire was broken, but remained intact to the wire. The core wire was exposed and a sharp edge was confirmed. This product problem is being submitted for the sharp edge observed at the exposed core wire. There is a potential for harm if the malfunction were to reoccur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. (B)(6). The probable cause is damage in use. Manipulation and strain can damage the internal components.